Event description:
It was reported that the customer experienced a blood glucose (bg) level in the 400s mg/dl. Customer went to the emergency room (ER) and was admitted into the intensive care unit. Customer was treated with intravenous fluids of saline, insulin and glucose. Customer was released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Reportedly, the customer continued to use the pump for insulin therapy.